Manufacturer narrative:
Updated fields: h6 (health effect - clinical, type of investigation, investigation findings, component, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced power management board (0670-00-1162) to resolve issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 address: (B)(6). Due to character restrictions in block e1 telephone number: (B)(6). Due to character restrictions in block e1 site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, during inspection, the cardiosave intra-aortic balloon pump (iabp) was found to shut down occasionally. There was no patient involved.